Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient was hospitalized due to an overdose that resulted in the patient's pump medication being reduced by 30%. The patient had a medtronic pump with an indura catheter that was replaced with a flowonix pump and catheter. It is noted that during the replacement procedure, the physician made a decision to prime the pump and not the catheter, and the patient's daily dose was not decreased during the transition.